Event description:
It was reported via repair work order that the brakes could not be engaged from foot end due to damaged brake cam however, the brakes still work at the head end. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.